Event description:
The consumer reported that the patient felt shocking or zapping sensation whenever they walked through the entrance or end of a store. The patient did not have their device turned off when they walked through. This could have been since last year or so. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.